Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional information. At this time, no further information is available.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. A review of complaints for the last 6 months did not indicate any additional related reports for this system serial number. The root cause cannot be determined conclusively. (B)(4).

Event description:
A doctor reported that the arcuate incisions differed from the treatment plan during a laser assisted cataract surgery. The patient's cornea was perforated and a suture was required. Several attempts have been made to obtain additional information but no further information was received.